Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick drydoc station would not suction. The patient developed a urinary tract infection (uti) and kidney infection and was hospitalized for 12 days. The treatment provided was unknown. Per additional information received by the customers contact by phone on (B)(6) 2019, it was alleged that the uti and kidney infection were due to her mother "having to sit in urine". The customer contact was unaware of what medications were used to treat the uti and kidney infection.

Manufacturer narrative:
The reported event was unconfirmed. A drydoc, collection jar, vacuum hose, and patient hose were returned. The bottom portion of the collection jar lid was found to be disconnected. The portion was reconnected in order to conduct the section test. The device was powered on and the switch illuminated, and the sounds indicative of the pump functioning were present.evaluation of the sample observed that the pump did function properly. 600 ccs of water were suctioned over 20 seconds. The device does meet the product specifications. The sample was retrieved on 31 jul 2019 and the bottom portion was removed to replicate initial conditions. A suction test was done and the results were the same as listed above. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "check to ensure drydoc¿ vacuum station is turned on and plugged into a functioning outlet. When on, the on/ off switch glows and the system makes a humming sound. ¿ be certain the overflow stop valve in center of underside of collection canister lid is open. This valve stops the vacuum by floating up to the closed position when the collection canister is full. It also closes when the lid or canister is tipped sideways or upside down. Disconnect vacuum tubing and gently shake the lid to reset the valve down to the open position. Check tubing connections. Secure ends of vacuum tubing and confirm that (shorter) vacuum tubing is connected from vacuum port in center of collection canister lid to drydoc¿ vacuum station. Confirm that the patient tubing is firmly connected from purewick¿ fec to patient port near edge of collection canister lid. ¿ check patient tubing for blockage or flow restriction such as pinched or kinked tubing ¿ check drydoc¿ vacuum station. With both tubes attached to collection canister lid, turn on drydoc¿ vacuum station. If a purewick¿ fec is attached to the end of the patient tubing, remove the purewick¿ fec and hold end of tubing in a cup of water. The system should easily vacuum water into collection canister. If not, check collection canister lid to be certain it is sealed. ¿ if water easily flows into collection canister and the patient tubing is not blocked, replace current purewick¿ fec and carefully reposition purewick¿ fec as described on page 8 ¿purewick¿ female external catheter (fec) instructions for use.¿ ¿ make sure barrier creams aren¿t used while using the purewick¿ fec. Barrier creams may impede suction.

Event description:
It was reported that the purewick drydoc station would not suction. The patient developed a urinary tract infection (uti) and kidney infection and was hospitalized for 12 days. The treatment provided was unknown. Per additional information received by the customers contact by phone on jul 25 2019, it was alleged that the uti and kidney infection were due to her mother "having to sit in urine". The customer contact was unaware of what medications were used to treat the uti and kidney infection.